Manufacturer narrative:
The reported failure of the device not reaching prescribed pressure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer recieved a complaint that a trilogy 202 device is not reaching the correct pressures and is requesting bench repair. An evaluation was not performed as the product has reached its end of support. The manufacturer provided the customer with the document on the discontinuance of the customer letter. No further investigation activities can be completed at this time. A final is being submitted.